Event description:
A vaxcel pasv mini port was inserted for therapeutic purposes on an unk date. During treatment, the port was unable to be accessed and the pt experienced pain upon flushing. Under fluoroscopy, it was noted the port was disconnected. The catheter portion remained within two inches of the port. The catheter and port were removed and a new port was placed on 9/12/2005.